Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 3 and was used for approximately 9 years. X-ray or picture was not provided. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the collar of the implant fractured and the implant was removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported by the customer that the collar of the implant fractured and was removed. It was not indicated if the patient would return for additional appointments.